Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of erratic results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 140mg/dl fasting. Verified the strips expire 1/26/2019. Customer confirms the strips have been properly stored and were first opened a week ago 1/28/2016. Customer performed a back to back blood test and obtained 145mg/dl and 132mg/dl not fasting. Reviewed meter memory: (B)(6). Customer states that he is concern with the results 229/180/183mg/dl that was taken this afternoon. Customer states that he run a blood test and got 281/128mg/dl back to back. Customer was testing on the same hand different fingers. Customer does not trust the meter results. Check the meters memory and customer is unable to see the time and date correctly. Customer is not sure which one of the results in the meters memory is a fasting result.